Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 40 mg/dl at the time of incident and the other blood glucose level was 27mg/dl. The customer was treated with food. Customer stopped the troubleshooting since customers blood glucose was 160 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.